Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Trend summary confirmed: the review of historical complaints on the complaint management handling system identified that there were other records for units manufactured on lot number: 2-505809 and the event of a050401 fluid leak / blood leak (deflation): 62330: lab analysis was not completed; therefore, there is no confirmation of the event. 68052: lab analysis was completed, and after inspection no workmanships were detected. The search criteria of these queries are mentioned on qpp07-01-004-her1-g02 rev 7.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for a050401 fluid leak / blood leak (deflation) event. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and device deflation.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "exchange from textured to smooth implants due to the patient's concerns with the product ". This record is for the right side. Device was explanted and replaced.